Manufacturer narrative:
The device has not been made available for evaluation. Should it become available as follow-up report will be generated.

Event description:
Client was crossing the road when motor stalled and unit stopped. Car was turning and hit client while on power chair. Client taken to hospital. Driver was charged with careless driving.

Manufacturer narrative:
The alleged event could not be duplicated. There were no motor faults in the controller log for the alleged date of incident.

Event description:
Client was crossing the road when motor stalled and unit stopped. Car was turning and hit client while on power chair. Client taken to hospital. Driver was charged with careless driving.